Event description:
It was reported that the patient's device was removed 8 weeks after implant because the paddle lead wire shifted and it was a danger to the patient. It was stated that the paddle lead shifted upward from t6 to c6, reportedly after the patient fell. It was reported that the patient fell 5 times after implant. The first time patient fell was about 3 days after implant. The patient had always used a walker, but after scs implant her legs went weak which is what led to her falls. It was stated that the patient fell another 3 times in the following 2 weeks after her first fall. The patient continued to fall after that and fell more than 4 times before having the device removed because they were told nothing was wrong. It was reported that after the first fall they had to call an ambulance to get the patient up. The ambulance had been called multiple times for the falls. The managing physician reportedly told the patient that "those things are tough as nails" and that the patient wouldn't have to worry about falls. The patient and the physician disagreed about the issue and the physician reportedly denied it had moved. The physician spoke to a company representative about 8 weeks after the implant. The patient had met with a company representative about a week after the implant/first fall. Adjustments were made, but they didn¿t work. It was stated that the patient told the representative that she had fallen and that she was not feeling stimulation where she should have been. She was feeling it in her upper body, arms, chest, and "it was almost full numbness between the tops of her shoulders downwards" and "therefore the paddles were causing her harm". The patient was in terrible time and still continued to be in terrible pain. The pain was exceedingly worse after the implant and removal. The patient had to have the house rearranged so she can get in and out of the house. The patient slept in a hospital recliner and had to use a portable commode, which was stressful and embarrassing. The patient was living in the living room 24 hours a day because of the mobility limitations. It was further stated that the patient fell when she came home from the implant procedure. The patient had no falling incidents prior to the implant. The patient had the stimulator on 99.9% of the time prior to removal. The patient did report most of the falls to her physician. The patient thought the device had been removed approximately (B)(6) 2013, but did not have the exact date. It was further reported from the patients physician that the patient was seen on 2013 (B)(6) and reported falling the day after discharge from the implant. The system was removed 2014 (B)(6).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).